Manufacturer narrative:
Patient¿s weight was requested but not provided. Approximate age of device - 1 year and 9 months. Device evaluation: a direct relationship between the hmii lvas (B)(4) and the reported event could not be determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains ongoing on vad support and no further issues have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital with a gastrointestinal (gi) bleed after complaints of bloody stools and an outpatient hemoglobin of 8.6 g/dl. An esophagogastroduodenoscopy, colonoscopy and capsule study was performed and results was negative. On admission the patient¿s hemoglobin was 7.2 g/dl and hematocrit was 20.7%. The patient was given 6 units of packed red blood cells (prbcs). On (B)(6) 2018, the patient was discharged in stable condition with a hemoglobin of 11.9 g/dl and hematocrit of 33.6%. The plan for the patient was to start thalidomide as an outpatient. No additional information was provided.